Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. System related product: mcs-p3-31-aoa-us, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and four months after the implant of this transcatheter bioprosthetic valve, that had been implanted valve-in-valve into another transcatheter bioprosthetic aortic valve, severe mitral regurgitation was noted. Per the physician, the low position of the implanted aortic valve caused damage to the mitral valve leaflet resulting in regurgitation. Subsequently both valves were explanted. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.